Event description:
The pump was alarming continuously a baxter technician found the device to have failure code 500 in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.